Event description:
Complainant received via mail, a postcard from magnetic ideas about a health briefing + free dinner. The complainant attended the health briefing. During the presentation, products including a magnetic mattress cover were discussed and marekted by the magnetic idea's sales rep. During the sales presentation, the complainant purchased a twin size "max life" visco wool magnetic mattress cover, a car seat and a small memory foam pillow. The products were delivered to the complainant via fedex from the firm about a week later. Immediately during usage 3 times by the complainant, they received a vertigo reaction, in which they became dizzy. They also asked their cleaning person to lay down on the bed with the mattress. The other person had the same symptoms (ie-vertigo reaction) immediately during usage. Complainant discussed this over the telephone with holistic physician, who stated that they had an allergic reaction. During this telecon, the complainant stated that they had fibromyalgia, in which they are sensitive to chemicals. As a result, they contacted the firm to complain and to obtain a refund for the product. The firm informed that the mattress fabric has not been treated with any flame retardant chemicals nor has the firm had any complaints dealing with allergic reactions to the product. They asked to obtain product specs, but the firm refused to supply this info. The firm also informed complainant that they could not return the product because the purchase is non-refundable.